Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that a small piece of blue insulation melted onto patient's tissue and was removed as part of the thyroid resection. The surgeon stated that a small metal piece was seen at the jaw of the device, but could not determine what it was. There was no patient injury.